Manufacturer narrative:
The reported events were lead dislodgement and oversensing. As received, a complete lead was returned in two pieces. As received, a complete lead was returned in one piece. The reported event of oversensing was not confirmed. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. X-ray revealed dislodgement causing far r wave on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.